Event description:
The device was returned because it was reported that there was an occlusion problem. The results of the investigation found that the device's downstream occlusion (dso) sensor was defective. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and it was found that the downstream occlusion (dso) sensor cut off pressure was too low. The dso sensor was recalibrated to fix the issue.